Event description:
Robotic stapler had a system fault that required an emergency key to remove from arm. Once clamped, we found that the blade was stuck. This happened on the very first fire. Product had patient contact but no patient harm. Manufacturer response: for robotic stapler, (brand not provided) (per site reporter). Submitted report; waiting for package to return failed product.